Event description:
It was reported that the patient was having problems all weekend with the programmer. They would get stimulation on and it would quit stimulating. It was verified on the programmer that stimulation was on with the lightning bolt. It was turning off and the patient still had the lightning bolt. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).